Manufacturer narrative:
Device evaluation: the device was returned to the mfg facility for evaluation. The stent was positioned on the balloon as per specification. The 8th to 12th proximal stent segments had slightly raised struts. No further damage noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (endeavor sprint rx). (B)(4). Evaluation, results: (stent damage, failure to deliver the stent). Results/conclusions: (tortuous lesion, moderate calcification, 80% stenosis).

Event description:
A physician was attempting to implant a 3.0 mm diameter x 38 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion at the cx. The target lesion was reported to be a tortuous long lesion with moderate calcification and 80% stenosis. The lesion was pre-dilated twice using a 2.5 mm x 30 mm balloon up to 15 atm's. The endeavor resolute device failed to cross the lesion and was removed from the pt. Pt status post procedure was stable and no clinical sequelae were reported.